Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed one scissor blade (left grip) to be broken. The blade fractured at the cross section of the cable crimp and half of the crimp is exposed, the fracture plane is straight. No other damage found.

Event description:
It was reported that during a da vinci si prostatectomy procedure, while the surgeon was using the monopolar curved scissors (mcs) instrument, the jaw broke off and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.